Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on (B)(6) 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The most likely cause for the reported failure can be attributed to user-applied excessive mechanical forces.

Event description:
On (B)(6) 22 it was reported by a sales representative via email that (qty.2) ar-8991 knotless dex fibertak repair stitch would get stuck passing through the anchors, as they had locked in early. This was discovered during a deltoid ligament repair on (B)(6) 22 and was completed with no patient harm. Additional information received 12/19/22: the case was resolved by using a third anchor. Procedure that took place: deltoid ligament repair.